Manufacturer narrative:
(B)(4). Concomitant medical products: t7 driver cann ao, cat#: 110018531, lot#: 14224a (qty 2). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001825034-2018-08135, 0001825034-2018-08136, 0001825034-2018-08137.

Event description:
It was reported that during a 1st metatarsophalangeal joint fusion procedure, while implanting a headless compression screw, the driver tip twisted then fractured. A second and third driver were used, and both twisted and bent but the screw was successfully implanted. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Two cannulated t7 drivers and one solid t7 driver were returned for evaluation. All three driver tips were twisted. One of the tips is noticeably shorter than the other, indicating fracture. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause for the cannulated driver is related to design deficiency. Root cause for the solid driver cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.